Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump repeatedly displayed alert 38 and restarted without resolving the issue, and during troubleshooting a dry run produced an unable to proceed alert when attempting a cartridge and tubing change, consistent with a failure to infuse and implicating the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included insufficient information regarding patient impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a communications problem and a failure mode consistent with a stalled motor, with the device component implicated as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.